Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse had sent the patient to computed tomography. When patient returned, nurse tried to resume therapy and they got an alarm 14 (probe out of range) in the arctic sun device. Nurse stated that the foley probe was in place and no secondary probe. Nurse moved the probe to bedside and there was no reading there either. Nurse would place an esophageal probe.

Event description:
It was reported that nurse had sent the patient to computed tomography. When patient returned, nurse tried to resume therapy and they got an alarm 14 (probe out of range) in the arctic sun device. Nurse stated that the foley probe was in place and no secondary probe. Nurse moved the probe to bedside and there was no reading there either. Nurse would place an esophageal probe.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device were unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.